Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that the ceramic tip was broken and had chippings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue (ceramic tip breakage with fall into patient requiring retrieval) was caused by mechanical induced impact, wear and tear, improper handling, mechanical overload (i.e. Fall), shock or a similar stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the entire beak of the inner sheath, for 26 fr. Outer sheath tip was dislodged into the bladder during a transurethral bladder tumor resection. The beak was removed from the body using forceps and has been recovered. The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.